Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the vitrectomy cutter did not cut at unknown timing. The procedure details were unknown. There was no information about the patient impact. Additional information was received from the healthcare professional indicating that there was no patient contact and impact. The surgery had been completed after the vitrectomy cutter was replaced with another one.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The probe was returned and visually inspected; the needle tip on the probe engine was broken off on returned condition. The broken piece of that needle tip was not returned. No occlusion or pneumatic tubing detachment was observed to the probe engine. A calibrated constellation console representing the current software version was used to test the product. When connected to the console the radio frequency identification (rfid) tags illuminated green, verifying proper light-emitting diode (led) recognition from both rfid connectors on the console. 20000 cuts per minute cut rate was correctly displayed from the console monitor when connected. No system message code was generated during testing. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.